Event description:
The pt was seen in 2004 to check their incisions. At that time, a burn was discovered over the implant site. The doctor instructed the pt to discontinue the use of the stimulator for a month to allow complete healing. The pt had not complained about overheating or burning from the charger. The pt told the doctor that pt was putting the charger directly on the skin without using the belt or patch and charging while sleeping. The pt now understands the need for the use of the belt or patch and do not charge while sleeping.